Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm during bolus. Customer's blood glucose was 582 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. Customer reported to have been hospitalized on (B)(6) 2015 with blood glucose of 582 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of nausea and vomiting. Customer was hospitalized for a few hours and was given medication and then blood glucose dropped to 117 mg/dl and customer was released. Customer was not wearing insulin pump for a half hour prior to hospitalization. Customer was advised that insulin pump would be replaced due to motor error.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and broken belt clip slot.